Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 575 mg/dl. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer resumed pump therapy.